Event description:
It was reported that a patient underwent a paraumbilical hernia repair procedure on (B)(6) 2012 and mesh was used. The patient presented back in 2012 with a recurrent paraumbilical hernia, and colitis. On (B)(6) 2012, the surgeon inserted a port to reinvestigate the problem. The mesh was completely covered with bowel for the length of the mesh. The surgeon was unable to separate the bowel from the mesh. The gall bladder was actually the problem but the surgeon had to convert to an open procedure to remove the gall bladder because he could not access it due to the adhesions from the mesh. The mesh is still implanted. Additional information was requested.

Manufacturer narrative:
Colitis. Adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.